Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. Fifteen days prior to receipt of this report, the pt began treatment with dianeal pd2, 1.5% ultrabag (dose and frequency not reported) and two days later, the pt began treatment with dianeal pd2, 2.5% single bag (5 liter, frequency not reported), intraperitoneally (ip), for pd. On an unreported date, the pt made a mistake of break in aseptic technique (details not provided). The patient experienced peritonitis and was hospitalized on the same date. On an unreported date, the patient was treated with inj. Vancomycin (1gm as loading dose, ip) and inj. Fortum (1gm, ip), frequencies not reported, for peritonitis. Concomitant therapy was not reported. At the time of this report, the patient was still hospitalized. Additional information was requested but is not available.